Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding instrument breakage was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted if additional information becomes available. This is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, a single-site cadiere forceps instrument broke inside a patient. An intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that an ¿adverse event" had occurred and indicated that an instrument had broken while in use inside a patient. The isi csr stated that all pieces were retrieved, and no other injury was reported. The isi tse recommended that the isi csr request for the customer to return the failed/damaged instrument for failure analysis. The procedure was completed. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.